Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if any future malfunction codes appear.